Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
On (B)(6) 2016 at 6:25pm, the ems responded to a (B)(6) year old male patient who was in cardiac arrest. This was a witnessed cardiac arrest. There were no visual signs or symptoms of trauma. Manual CPR was continued while the ems were preparing the autopulse platform for use. The autopulse started compressing; it ran for 9 minutes and it stopped displaying the error message of "service required". Manual CPR was then performed on this patient. It is unknown that for how long the manual CPR was performed. Patient did not achieve rosc and was not delivered alive to the hospital the cause for cardiac arrest and for the death is unknown. The autopulse did not have any issue during shift check. The battery used during the use of autopulse was also fully charged. Customer provided information saying that physician/crew member did not think that death was caused or contributed by the device.

Manufacturer narrative:
The date of he autopulse platform (s/n (B)(4)) was corrected from (B)(4) 2015 to (B)(4) 2016.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 8/18/2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the platform archive was performed and user advisory (ua) 139 (unable to hold compression position) message was observed on the event date of (B)(6) 2016. During functional testing, the autopulse platform displayed ua 139 message upon power up. Further investigation indicated that the drive train motor brake gap was out of specification. The brake gap could not be adjusted to within the specification. Both the set screws would not lock into the encoder dimple locking holes and caused the brake to disengage. In summary, the customer's reported complaint of autopulse displaying serve required message was confirmed during archive review and functional testing and was attributed to a defective drive train. The brake gap out of specification can occur due to normal use of the device. The autopulse platform is a reusable device and was manufactured on 10/28/2013. After replacing the drive train, the platform passed all functional testing.